Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a damaged grommet, a loose/detached set screw, and a set screw with a rounded socket.

Event description:
It was reported that day after the implant while the patient was still hospitalized, it was discovered that the right ventricular lead had moved. The lead was repositioned in a different location. After the repositioning, the lead could not be screwed into the port. After a few unsuccessful attempts, the physician requested a new device. The device was explanted and replaced during that procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.